Event description:
This case was initially received via regulatory authority ((B)(4), reference number: mw5074939) on 23-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fungal infection ("constant yeast infection"), menorrhagia ("bleedings during period worsened as well as the clotting"), emotional disorder ("sensitivity worsened"), abdominal distension ("bloating"), migraine ("increased migraines"), ovarian cyst ("constant ovarian cysts") and blood urine present ("blood in urine"). The patient was treated with surgery (surgery scheduled to remove essure). At the time of the report, the pelvic pain, fungal infection, menorrhagia, emotional disorder, abdominal distension, migraine, ovarian cyst and blood urine present outcome was unknown. The reporter considered abdominal distension, blood urine present, emotional disorder, fungal infection, menorrhagia, migraine, ovarian cyst and pelvic pain to be related to essure. The reporter commented: it was found that her body is reacting to the essure coil device. She was scheduled for a pre-op appointment on (B)(6) 2018 and surgery is scheduled (B)(6) 2018 to have the essure coil device removed diagnostic results: the numerous testing and blood work done. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw (B)(4)) on 23-feb-2018. The most recent information was received on 14-sep-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fungal infection ("constant yeast infection"), menorrhagia ("bleedings during period worsened as well as the clotting"), emotional disorder ("sensitivity worsened"), abdominal distension ("bloating"), migraine ("increased migraines"), ovarian cyst ("constant ovarian cysts") and blood urine present ("blood in urine"). The patient was treated with surgery (surgery scheduled to remove essure). At the time of the report, the pelvic pain, fungal infection, menorrhagia, emotional disorder, abdominal distension, migraine, ovarian cyst and blood urine present outcome was unknown. The reporter considered abdominal distension, blood urine present, emotional disorder, fungal infection, menorrhagia, migraine, ovarian cyst and pelvic pain to be related to essure. The reporter commented: it was found that her body is reacting to the essure coil device. She was scheduled for a pre-op appointment on (8) (6) 2018 and surgery is scheduled (8) (6) 2018 to have the essure coil device removed diagnostic results: the numerous testing and blood work done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pain'), device breakage ('four distinct metallic pieces/the essure coil broke/final two pieces are single-stranded/first piece small metallic coiled'), pelvic inflammatory disease ('pelvic inflammatory disease'), genital haemorrhage ('abnormal bleeding (general)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (with complication) : miscarriage') in a 31-year-old female patient who had essure (batch no. 619616) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage in 2008, miscarriage in 2007, multigravida, parity 4 ((B)(6) 2003, (B)(6) 2005, (B)(6) 2006, (B)(6) 2009), paratubal cyst, pregnant, asthma and hypertension. The numerous testing and blood work done. Previously administered products included for an unreported indication: albuterol, hctz and pulmicort. Concurrent conditions included obesity, gerd, nerve pain, neuropathy, seizures, multiple allergies, uterine bleeding and grand multiparity. Concomitant products included cetirizine hydrochloride (cetrizine), duloxetine, omeprazole and topiramate. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2013, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), 5 years 6 months after insertion of essure. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), fungal infection ("constant yeast infection"), menorrhagia ("bleedings during period worsened as well as the clotting/menorrhagia"), emotional disorder ("sensitivity worsened"), abdominal distension ("bloating"), migraine ("increased migraines"), ovarian cyst ("constant ovarian cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder/urinary/vaginal : infection"), urinary tract infection ("bladder/urinary/vaginal : infection"), vaginal infection ("bladder/urinary/vaginal : infection"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have blood urine present ("blood in urine") and hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and back pain had resolved and the device breakage, pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, fungal infection, menorrhagia, emotional disorder, abdominal distension, migraine, ovarian cyst, blood urine present, vaginal haemorrhage, dysmenorrhoea, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, dyspareunia, fatigue and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, back pain, blood urine present, cystitis, device breakage, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, fungal infection, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, ovarian cyst, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: it was found that her body is reacting to the essure coil device. She was scheduled for a pre-op appointment on (B)(6) 2018 and surgery is scheduled (B)(6) 2018 to have the essure coil device removed. Date of removal(discrepancy noted) : (B)(6) 2018 and (B)(6) 2008 insertion details: following essure placement on the right ostium, there were three visible coils within the uterine cavity. On the left ostium there were five coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : device breakage. Most recent follow-up information incorporated above includes: on 15-aug-2019: mr was received- lot number, new reporter information, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pain'), device breakage ('four distinct metallic pieces/the essure coil broke/final two pieces are single-stranded/first piece small metallic coiled'), pelvic inflammatory disease ('pelvic inflammatory disease'), genital haemorrhage ('abnormal bleeding (general)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (with complication) : miscarriage') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage in 2008, miscarriage in 2007, multigravida, parity 4 (B)(6) 2003, (B)(6) 2005, (B)(6) 2006, (B)(6) 2009) and paratubal cyst. The numerous testing and blood work done. Concurrent conditions included obesity, gerd, nerve pain, neuropathy, seizures, multiple allergies and uterine bleeding. Concomitant products included cetirizine hydrochloride (cetrizine), duloxetine, omeprazole and topiramate. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2013, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), fungal infection ("constant yeast infection"), menorrhagia ("bleedings during period worsened as well as the clotting/menorrhagia"), emotional disorder ("sensitivity worsened"), abdominal distension ("bloating"), migraine ("increased migraines"), ovarian cyst ("constant ovarian cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder/urinary/vaginal : infection"), urinary tract infection ("bladder/urinary/vaginal : infection"), vaginal infection ("bladder/urinary/vaginal : infection"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have blood urine present ("blood in urine") and hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and back pain had resolved and the device breakage, pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, fungal infection, menorrhagia, emotional disorder, abdominal distension, migraine, ovarian cyst, blood urine present, vaginal haemorrhage, dysmenorrhoea, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, dyspareunia, fatigue and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, back pain, blood urine present, cystitis, device breakage, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, fungal infection, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, ovarian cyst, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: it was found that her body is reacting to the essure coil device. She was scheduled for a pre-op appointment on (8) (6) 2018 and surgery is scheduled (8) (6) 2018 to have the essure coil device removed. Date of removal(discrepancy noted) : (B)(6) 2018 and (B)(6) 2008 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: quality safety evaluation of ptc(product technical complaint). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pain'), device breakage ('four distinct metallic pieces/the essure coil broke/final two pieces are single-stranded/first piece small metallic coiled'), pelvic inflammatory disease ('pelvic inflammatory disease'), genital haemorrhage ('abnormal bleeding (general)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (with complication) : miscarriage') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage in 2008, miscarriage in 2007, multigravida, parity 4 (B)(6) 2003, (B)(6) 2005, (B)(6) 2006, (B)(6) 2009) and paratubal cyst. The numerous testing and blood work done. Concurrent conditions included obesity, gerd, nerve pain, neuropathy, seizures, allergy nos and uterine bleeding. Concomitant products included cetirizine hydrochloride (cetrizine), duloxetine, omeprazole and topiramate. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2013, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), fungal infection ("constant yeast infection"), menorrhagia ("bleedings during period worsened as well as the clotting/menorrhagia"), emotional disorder ("sensitivity worsened"), abdominal distension ("bloating"), migraine ("increased migraines"), ovarian cyst ("constant ovarian cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder/urinary/vaginal : infection"), urinary tract infection ("bladder/urinary/vaginal : infection"), vaginal infection ("bladder/urinary/vaginal : infection"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have blood urine present ("blood in urine") and hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and back pain had resolved and the device breakage, pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, fungal infection, menorrhagia, emotional disorder, abdominal distension, migraine, ovarian cyst, blood urine present, vaginal haemorrhage, dysmenorrhoea, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, dyspareunia, fatigue and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, back pain, blood urine present, cystitis, device breakage, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, fungal infection, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, ovarian cyst, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: it was found that her body is reacting to the essure coil device. She was scheduled for a pre-op appointment on (8) (6) 2018 and surgery is scheduled (8) (6) 2018 to have the essure coil device removed. Date of removal(discrepancy noted) : (B)(6) 2018 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: pfs and mr received. Reporter information were added. Date of insertion were updated and date of removal were added. Medical history, lab data and concomitant drug were added. Event : abnormal bleeding (vaginal), pregnancy (stillbirth or miscarriage), device ineffective, pregnancy (with complication) : miscarriage, dysmenorrhea (cramping), hormonal changes describe, bladder/urinary/vaginal : infection, dyspareunia (painful sexual intercourse), fatigue, weight gain, abnormal bleeding (general), pelvic inflammatory disease, abdominal pain, back pain, four distinct metallic pieces/the essure coil broke/final two pieces are single-stranded/first piece small metallic coiled were added. Event verbatim were updated as bleedings during period worsened as well as the clotting/menorrhagia, chronic pain/pain. Outcome of the event chronic pain/pain were updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5074939) on (B)(6)2018. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pain'), device breakage ('four distinct metallic pieces/the essure coil broke/final two pieces are single-stranded/first piece small metallic coiled'), pelvic inflammatory disease ('pelvic inflammatory disease'), genital haemorrhage ('abnormal bleeding (general)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (with complication) : miscarriage') in a 31-year-old female patient who had essure (batch no. 619616) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage in 2008, miscarriage in 2007, multigravida, parity 4 ((B)(6)2003, (B)(6)2005, (B)(6)2006, (B)(6)2009), paratubal cyst, pregnant, asthma and hypertension. The numerous testing and blood work done. Previously administered products included for an unreported indication: albuterol, hctz and pulmicort. Concurrent conditions included obesity, gerd, nerve pain, neuropathy, seizures, multiple allergies, uterine bleeding and grand multiparity. Concomitant products included cetirizine hydrochloride (cetrizine), duloxetine, omeprazole and topiramate. On(B)(6)2009, the patient had essure inserted. In september 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2013, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6)2015, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), 5 years 6 months after insertion of essure. On (B)(6)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), fungal infection ("constant yeast infection"), menorrhagia ("bleedings during period worsened as well as the clotting/menorrhagia"), emotional disorder ("sensitivity worsened"), abdominal distension ("bloating"), migraine ("increased migraines"), ovarian cyst ("constant ovarian cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder/urinary/vaginal : infection"), urinary tract infection ("bladder/urinary/vaginal : infection"), vaginal infection ("bladder/urinary/vaginal : infection"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have blood urine present ("blood in urine") and hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and back pain had resolved and the device breakage, pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, fungal infection, menorrhagia, emotional disorder, abdominal distension, migraine, ovarian cyst, blood urine present, vaginal haemorrhage, dysmenorrhoea, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, dyspareunia, fatigue and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, back pain, blood urine present, cystitis, device breakage, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, fungal infection, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, ovarian cyst, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: it was found that her body is reacting to the essure coil device. She was scheduled for a pre-op appointment on (B)(6)2018 and surgery is scheduled (B)(6)2018 to have the essure coil device removed. Date of removal(discrepancy noted) : (B)(6)2018 and (B)(6)2008. Insertion details: following essure placement on the right ostium, there were three visible coils within the uterine cavity. On the left ostium there were five coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain concerning the injuries reported in this case, the following ones were described in patient¿s medical records : device breakage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-aug-2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fungal infection ("constant yeast infection"), menorrhagia ("bleedings during period worsened as well as the clotting"), emotional disorder ("sensitivity worsened"), abdominal distension ("bloating"), migraine ("increased migraines"), ovarian cyst ("constant ovarian cysts") and blood urine present ("blood in urine"). The patient was treated with surgery (surgery scheduled to remove essure). At the time of the report, the pelvic pain, fungal infection, menorrhagia, emotional disorder, abdominal distension, migraine, ovarian cyst and blood urine present outcome was unknown. The reporter considered abdominal distension, blood urine present, emotional disorder, fungal infection, menorrhagia, migraine, ovarian cyst and pelvic pain to be related to essure. The reporter commented: it was found that her body is reacting to the essure coil device. She was scheduled for a pre-op appointment on (B) (6) 2018 and surgery is scheduled (B) (6) 2018 to have the essure coil device removed diagnostic results: the numerous testing and blood work done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: summons received - new lawyer were added. Case became potential legal. Product information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.